Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered monophasic pulse during pulse testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca. Transformer t3 on the defibrillator pca was defective, which resulted in high-voltage damaging the low-voltage circuitry on the computer/analog board. The root cause for the defective t3 transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during pulse testing.